Event description:
Left total hip replacement on (B)(6) 2010 requiring revision surgery on (B)(6) 2012. He received the depuy total hip pinnacle multihole 11 acetabular cup sz mm 54, the articul/eze metal on metal femoral head 36mm +1.5 12/14 taper, and the pinnacle metal insert 36mmid x 54mmod. In 2011, he began having pain in his left hip and leg making it difficult to walk or perform physical activity. By 2012 the pain was so severe that it interfered with my daily life and limited my mobility. The pain became so severe that a revision was required. He continues to suffer from pain related to the recovery from his revision surgery. Reason for use: arthritis.